Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The clinician noted the patient's pain and implant mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.